Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The tidal ultrafiltration (uf) volume was 1922ml and the drain volume was 3901ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.